Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone and recommended to swap the power module ( pm) printed circuit board (pcb) or replace either the overlay or pm pcb. The part number and pricing were provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a light emitting diode (led) failure with error code 1105. Although requested, it is unknown if the event occurred during patient use.